Event description:
Several device insertion kits that contain lidocaine ampules/vials do not have ndc numbers, lot numbers, manufacturer information, or drug expiration dates on the kit packaging. Without this information, if lidocaine was recalled, all packages would need to be opened in order to determine if removal of product was required. Examples of suck kits include atrium chest tube insertion kits, multilumen central line kits, arterial line insertion kits, and pneumothorax kits. Furthermore, the pneumothorax kit ak-01500 contains lidocaine ampules without a filter needle. If a filter needle is not used, IV medication/fluid could be contaminated with glass particulates. This contamination could result in prominent risks such as impairment of microcirculation, blockages of blood vessels, damage to various organs, and phlebitis. (B)(4).